Event description:
It was reported to philips that the c arm was unable to move. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.